Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Alert - lead integrity alert triggered: 3 - patient alerts for lead failure predictor between (B)(4) 2011 09:00:06 and (B)(4) 2011 06:34:15. Sensing - oversensing: 15 - ventricular nst<=190 ms between (B)(4) 2011 04:36:19 and (B)(4) 2011 06:34:15. One - vf<=140 ms average v-cycle on (B)(4) 2011 23:02:19. Sensing - interference/noise: ventricular short interval count v-sic=368.8 counts avg/day, in 3.16 days, between (B)(4) 2011 10:51:39 and (B)(4) 2011 14:48:41. Impedance - resistance/impedance increase: weekly lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 589 to 1767 ohms peak between (B)(4) 2011 and (B)(4) 2011. The proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlat, which also appeared melted and exhibited cosmetic environmental stress cracking. The outer insulation exhibited a cosmetic depression and the lead exhibited apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Alert - lead integrity alert triggered: 3 - patient alerts for lead failure predictor between (B)(6) 2011 09:00:06 and (B)(6) 2011 06:34:15. Sensing - oversensing: 15 - ventricular nst<=190 ms between (B)(6) 2011 04:36:19 and (B)(6) 2011 06:34:15. A 1 - vf<=140 ms average v-cycle on (B)(6) 2011 23:02:19. Sensing - interference/noise: ventricular short interval count v-sic=368.8 counts avg/day, in 3.16 days, between (B)(6) 2011 10:51:39 and (B)(6) 2011 14:48:41. Impedance - resistance/impedance increase: weekly lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 589 to 1767 ohms peak between (B)(6) 2011. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited noise, oversensing, and high impedance. It was also noted that the lead apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.